Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. If explanted, give date: not applicable, as lens remains implanted. Device evaluation: since product remains implanted, the complaint issue reported could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a doctor had issues with our preloaded product. The doctor implanted a dcboo and the posterior side of the lens was scratched. There was no need to intervene and the lens was left inserted. There was no incision enlargement, no vitrectomy and no sutures performed. There was no patient post-op injury. No other information was provided.